Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was received for examination. Physical evaluation of the returned instrument was able to identify dullness of the device. Cutting surface is dull to the touch, is not as sharp as first distributed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. ------------------------------------------------------------------------------------

Event description:
It was reported that the reamers are becoming dull. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was received for examination. Physical evaluation of the returned instrument was able to identify dullness of the device. Cutting surface is dull to the touch, is not as sharp as first distributed depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.